Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a patient has a pump alarming "cassette flipped" which is unable to be cleared. The patient is using dual bag feature with kate farms at 80ml/hr. (B)(6) went to the home and never got an alarm during the time they were there, but it still alarmed all night with errors demonstrating "cassettes flipped". The patient was hospitalized. Additional information received stated the patient went to the hospital while waiting for a replacement pump because they were unable to run the pump to feed them at home. Changing the pump set did not solve the problem. The cassette appeared to be correctly connected when this was happening.

Manufacturer narrative:
The device history record was reviewed, and no discrepancies were noted. Upon turning on the device, no error code or alarm were noted; the device passed all tests. We will continue to monitor and take actions as applicable.